Manufacturer narrative:
H3: product analysis :evaluation determined that customer allegation of device frozen/jammed is confirmed. The likely cause was identified as due to bearings detached. It was also noted that tube was scratched/dented, spacer and washer are worn, laser markings and color band are illegible and faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was frozen/seized. At the time of the event, there is no patient impact. Additional information was received stating that detached bearings were found during evaluation.